Event description:
It was reported that the patient experienced underdose symptoms. The patient was not receiving therapy causing increased spasticity. The healthcare professional (hcp) believed that the catheter was not intrathecal. Multiple tests were performed, including CT scans (computed tomography) and a catheter dye study. After ¿not being able to conclude a definitive issues,¿ the hcp felt better to replace the entire system. A small inactive portion of the catheter remained in the body but not attached to a pump and was not being used for therapy. The explant and replacement took place (B)(6) 2015. The pump was not returned, the customer refused. The patient was alive with no injury at the time of this report. The pump was used to infuse compounded baclofen. Follow up was being conducted to obtain additional information but it had not been received at the time of this report. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).